Event description:
It was reported the battery was not charging. There was no patient involvement.

Manufacturer narrative:
The customer was advised to replace the battery in order to fix the issue. The investigation concludes that no further action is required at this time